Event description:
Bard max-core device malfunction x 2 during prostate biopsy. Trigger became jammed. Third device obtained to complete biopsy. Both devices were discarded after procedure. Mc1825, lot #: rekt3772. Manufacturer response for disposable biopsy device, max core disposable core biopsy instrument (per site reporter).